Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following causes. - component of peripheral equipment (silicone tube, packing or the like) got broken, and then fragments entered the air/water channel. - reprocessing was improper by inadequate training for facility staff, etc.

Manufacturer narrative:
The subject device was returned to the olympus local service department. Olympus medical systems corp. (Omsc) will start evaluating the device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus local service department on (B)(6) 2021, it was found that the air/water nozzle of the subject device was clogged with foreign material. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.